Event description:
A nurse reported that the equipment displayed a system message and locked during a vitrectomy procedure. The procedure was converted to a manual technique and was able to be completed without harm to the patient. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and replaced the vacuum pressure manifold. The system was then tested and met product specifications. The root cause has not been determined. (B)(4).